Event description:
It was reported that there was a catheter problem. The sutureless connector was not connected properly to the pump. A revision had been scheduled for (B)(6) 2011. The pt drank coffee prior to surgery, so the surgery was cancelled, and had not been rescheduled as of the date of this report. The drug in the pump at the time of the event was baclofen. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).